Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that "the mvs screen was turning on and off." Ups failed benched test. During load test, the "batt low" led light would come on, indicating that the battery is at end of life span. The imaging system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that "batteries are not charging, batteries critical level. O-arm turns itself off after few minutes." Note."mvs cable interface was bench tested by using cable validator nt900. Cable passed continuity, gbit, and 100t test." Installed mvs cable in o-arm system 267. Generator and motion readied. Charging and communication succeeded. 2d and 3d images were acquired successfully. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs computer and power supply needed to be replaced. After replacement, the imaging system passed the system checkout and was found to be fully functional. The mvs computer and power supply have been received by the manufacture, however, analysis results were not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) screen was turning on and off. It was also noted when the mvs and image acquisition system (ias) were plugged in, the display screens would toggle between 2d and standalone mode. It was also noted there were issue connecting the imaging system to the navigation system. This issue was noted outside of a procedure, and there was no patient involvement.